Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to high blood glucose of the 502 mg/dl to 510 mg/dl and insulin pump was not working. The blood glucose at the time of the incident was 400 mg/dl and current blood glucose was 150 mg/dl. Customer treated high blood glucose with bolus with the insulin pump and went to hospital and with intravenous drip also. Customer declined to perform a care-link upload. Based on customer report customer does not allege pump was under delivering. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer advised to monitor issue, and call the helpline for any other issues. The insulin pump and reservoir are not expected to be returned for analysis.